Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was off and alarmed unexpected restart when a new battery was inserted. Customer is unable to clear the alarm when inserting a new battery. No button is working. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm and frozen screen noted during testing. No time clock anomaly noted. Unable to confirm unexpected restart alarm and unable to perform any tests due to button unresponsive.